Manufacturer narrative:
One 4 lesion nt2000 rf generator was received for analysis. Visual inspection of the returned generator revealed burnt components on the upper assembly. Ac power was applied to the rf generator and the system powered on with a continuous beep confirming the reported event. The upper assembly was replaced with a good upper assembly and the issue was resolved. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an abnormally functioning generator upper assembly.

Event description:
This event is being reported based on analysis which revealed burnt components in the generator.